Event description:
The reporter stated that the surgeon was inserting a aspheric collamer three piece lens and the lens was torn. The surgeon removed the lens with no pt injury. The reporter stated that the lens tore due to being loaded incorrectly.